Event description:
It was reported that the blue hub of a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set cracked. The catheter was placed in a sedated and ventilated patient on (B)(6) 2023 for administration of sedation and fluids. Later, the staff observed that the patient was restless and coughing despite increased sedation to the maximum dose. Upon examination, it was discovered that the blue hub was cracked, so the patient did not receive all of the administered medication. As a result, the catheter was removed and replaced on 18nov2023 to maintain required intravenous (IV) access. No other adverse effects were reported for this incident.

Manufacturer narrative:
D1 - brand name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set. E1 - customer (person): postal code; phone: (B)(6). E3- occupation: clinical products advisor. H6- annex e: e2402 selected for "increased restlessness". This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: d9, h3, h10 - investigation investigation ¿ evaluation it was reported that the blue hub of a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set cracked. The catheter was placed in the left internal jugular vein of a sedated and ventilated patient on 16nov2023 for administration of sedation and fluids. Later, the staff observed that the patient was restless and coughing despite increased sedation to the maximum dose. Upon examination, it was discovered that the blue hub was cracked, so the patient did not receive all of the administered medication. As a result, the catheter was removed and replaced on 18nov2023 to maintain required intravenous (IV) access. No other adverse effects were reported for this incident. Reviews of the complaint history, device history record (DHR), quality control, and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. One central venous catheter was returned to cook for evaluation. Upon visual inspection, it was noted the white hub was cracked; there was no damage to the blue hub. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot, the related subassembly lots, and related raw material lots revealed no recorded non-conformances relevant to the failure mode. A complaint history search for the reported lot identified two other events for a related failure mode. The investigation for these events concluded the root cause was component failure. Additional final lots containing the same catheter raw material lots were reviewed and 192 lots were identified. These lots revealed five related non-conformances for leakage in which all non-conforming material was scrapped, and four related complaints. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product from the reported lot exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: warnings ¿ ¿ do not power inject if maximum injection rate cannot be verified to meet limit of 10ml/sec. ¿ to safely use catheters with a power injector, the technician/health care professional must verify prior to use that the maximum safety cut-off pressure limit is set at or below 325 psi and that the maximum flow rate is at or below 10ml/sec. ¿ do not exceed the maximum flow rate of 10ml/sec. Exceeding the maximum flow rate of 10ml/sec may result in catheter failure and/or catheter tip displacement.¿ precautions ¿¿ if lumen flow is impeded, do not force injection or withdrawal of fluids. Failure to ensure patency of the catheter prior to power injection studies may result in catheter failure. Notify attending physician immediately.¿ how supplied ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, inspection of the returned device, and the results of the investigation, cook concluded the main cause of this event was component failure without a design or manufacturing deficiency. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. Appropriate measures have been taken to address this failure mode. A CAPA was previously opened to further investigate this failure mode. The CAPA investigation determined, among other variables, that over-engagement of external components onto the hub may contribute to cvc hub cracking. The use of hemostats or lubrication, such as fluids remaining on the hub, during application of external components may further contribute to over-engagement, introducing additional forces to the hub. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: h6 - annex a. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The catheter was placed in the left internal jugular vein.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Correction: d4- model #, d9- device available for evaluation, h3-device evaluated by manufacturer. Investigation ¿ evaluation. It was reported that the blue hub of a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set cracked. The catheter was placed in the left internal jugular vein a sedated and ventilated patient on (B)(6) 2023 for administration of sedation and fluids. Later, the staff observed that the patient was restless and coughing despite increased sedation to the maximum dose. Upon examination, it was discovered that the blue hub was cracked, so the patient did not receive all of the administered medication. As a result, the catheter was removed and replaced on (B)(6) 2023 to maintain required intravenous (IV) access. No other adverse effects were reported for this incident. Reviews of the documentation, including the complaint history, device history record, quality control procedures and instructions for use of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for the reported complaint device lot revealed no relevant non-conformances that could have contributed to the reported failure mode. It should be noted that there were two other complaints associated with the final product lot number. Cook also reviewed product labeling: the product IFU, ¿c_t_ctulmabrm_rev7,¿ [cook spectrum central venous catheter minocycline/rifampin antibiotic impregnated power injectable] states: warnings ¿¿ do not power inject if maximum injection rate cannot be verified to meet limit of 10ml/sec. ¿ to safely use catheters with a power injector, the technician/health care professional must verify prior to use that the maximum safety cut-off pressure limit is set at or below 325 psi and that the maximum flow rate is at or below 10ml/sec. ¿ do not exceed the maximum flow rate of 10ml/sec. Exceeding the maximum flow rate of 10ml/sec may result in catheter failure and/or catheter tip displacement.¿ precautions ¿¿ if lumen flow is impeded, do not force injection or withdrawal of fluids. Failure to ensure patency of the catheter prior to power injection studies may result in catheter failure. Notify attending physician immediately.¿ how supplied: ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ evidence gathered upon review of dmr, product labeling, DHR, and device failure analysis, does not indicate the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Based on the information provided, and the results of our investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the reported event. The over-engagement of external components onto the hub may contribute to cvc hub cracking. The use of hemostats or lubrication, such as fluids remaining on the hub, during application of external components may further contribute to over-engagement, introducing additional forces to the hub. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.